Event description:
During a procedure in december 2007, the suction coagulator handpiece being used with the electrosurgical unit became permanently activated. The doctor operating the handpiece was aware that it was active and was able to remove the handpiece without causing harm to the patient. The handpiece was sent to the manufacturer for evaluation. It was found that the foam springs of the hand piece had failed, causing the on/off button to remain permanently activated.on january, 2008, a similar event occurred. Again, the surgeon was able to remove the handpiece without causing harm to the patient. This handpiece has been sent to the manufacturer for evaluation. Results from the manufacturer's evaluation are not yet available.====================== manufacturer response for esu suction coagulator hand piece, lectrovac======================failure/misalignment of internal foam springs.